Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd pen needle experienced inability/difficulty connecting needle and syringe, causing leakage. The product defect was noted during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Event description: description of issue: customer states insulin was leaking from the needle. When she tightened the needle, insulin was still leaking from it, but she still used it to load insulin into the cartridge. Customer then experienced fill resistance when inserting insulin into the cartridge. Did the customer insert the needle into the cartridge and encounter fill resistance? Yes. Was customer able to load a new cartridge? No, customer continued to use the same cartridge and needle/syringe despite experiencing the fill resistance. Resolution: customer reported she struggled with inserting insulin into the cartridge and was only able to insert a portion of the insulin she filled the syringe with. Customer still loaded that cartridge unto the pump and stated she was able to complete load sequence, but experienced an inaccurate fill estimate. Advised customer that when she feels fill resistance again so that we may troubleshoot the issue with her and gave tips on how to resolve fill resistance issue. Customer accepted and acknowledged.

Event description:
It was reported that an unspecified bd pen needle experienced inability/difficulty connecting needle and syringe, causing leakage. The product defect was noted during use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. Event description: 1. Description of issue: customer states insulin was leaking from the needle. When she tightened the needle, insulin was still leaking from it, but she still used it to load insulin into the cartridge. Customer then experienced fill resistance when inserting insulin into the cartridge. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? Yes. Was customer able to load a new cartridge? No, customer continued to use the same cartridge and needle/syringe despite experiencing the fill resistance. Resolution: customer reported she struggled with inserting insulin into the cartridge and was only able to insert a portion of the insulin she filled the syringe with. Customer still loaded that cartridge unto the pump and stated she was able to complete load sequence, but experienced an inaccurate fill estimate. Advised customer that when she feels fill resistance again so that we may troubleshoot the issue with her and gave tips on how to resolve fill resistance issue. Customer accepted and acknowledged.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure. H3 other text : see section h.10.